Event description:
Smart drive mx2+ wheelchair power assist device. Permobil the device has been updated and maintained according to the manufacturer specifications. The device has a defect or design flaw that causes the control to fail to stop and continue to accelerate to maximum speed of 5.5 mph while the occupant of the wheelchair is helpless to stop it. This device failed and sent me into a young child running them over and then into a store shelf where the device then flipped under the wheelchair still running causing me to be dangling facing the floor. I received bruises and the child had scratches and bruises from the footplate of my wheelchair. They were luckily not seriously injured. The only emergency way to stop the device is to turn it completely off, however the switch on the device is not accessible to the wheelchair user as it is on the back and near the floor when the occupant is using the device. The only way to stop it was having bystanders in this case my husband to manually turn it off. The manufacturer has known about this design defect since 11/21/2024 however I was not notified. This device can and definitely has the potential to cause severe injuries, property damage and potentially fatal injuries especially near roadways or other traffic conditions as it is the equivalent of a car with no brakes when it malfunctions. I do not know how many people are affected by this, however the device needs a review and recall so no one else will be seriously injured or worse.